Event description:
Information received indicates the head section drifted down and is now stuck in the flat position.

Manufacturer narrative:
The technician found the CPR cable was adjusted too tight. The technician adjusted the CPR cable to repair the bed.